Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2012 and suture was used. When dispensing the device, the needle pulled off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device performed according to specification. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.